Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia computer board and the sensor interface board were replaced to resolve the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system showed an internal fault message preventing normal functionality. There was no report of patient involvement.